Event description:
During an interventional procedure, there was blood leaking around the hub. Additional information was received that after the procedure, the staff stepped away from the table a moment and the sheath was still in place. Upon returning, blood was leaking from around the sheath and was leaking onto the floor. The patient was given a transfusion. The device was discarded and not available for analysis. The lot number is not available. Please note that this device is not available for testing and evaluation. Additional information is not available.

Manufacturer narrative:
This patient experienced access site bleeding post interventional procedure. A blood transfusion was given. A 6fr avanti + sheath introducer was used and as reported, "after the procedure they stepped away from the table a moment and the sheath was still in place. Upon returning, blood was leaking around the sheath and was leaking onto the floor". No other clinical or procedural details were provided. No information, such as stick technique, body habitus, or blood pressure is known. No lasting patient injury was reported. The sheath was not returned for evaluation. A review of the manufacturing records could not be done without a lot number. Access site bleeding is a well-known potential complication of any invasive procedure. Review of the available information suggests that patient or procedural factors may have contributed to this event.